Manufacturer narrative:
Analysis was performed on the returned device. The reported frayed suture was not confirmed. The reported suture felt different and difficulty advancing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and reported treatment appears to be related to circumstances of the procedure. The observed posterior needle tip that was prematurely ejected from the posterior needle shank appears to be what was reported as frayed suture. This is likely related to user mishandling/manipulation of device, plunger inadvertently depressed/partially deployed (step 2) which likely led to the reported difficulty advancing the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a proglide device after an electrophysiology interventional procedure using a 6f sheath. Reportedly, during advancement the proglide device felt different. The proglide had difficulty tracking over through the tissue track. Once the device was removed, the sutures appeared frayed. The device was not deployed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.